Event description:
As reported to coloplast, though not verified, patient experienced occasional auto inflation. Device was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and removed/replaced on (B)(6) 2021 due to the patient experienced occasional auto inflation.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation with abrasion adjacent was noted on the shorter exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. This was not a site of leakage. Abrasion was also noted on the longer exhaust tube and inlet tube of the pump. A separation was noted in the bladder of cylinder 2. This was a site of leakage. The surfaces of the separation appeared to have uniform striation, indicating contact with sharp instrumentation. Abrasion was noted on both cylinder exhaust tubes. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the shorter exhaust tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. Quality was unable to confirm the report of auto inflation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.